Event description:
The facility representative baxter global technical services one infusor that reads a false occlusion alarm when a 60 bd syringe was loaded. The reported condition occurred during programming/setup in the or. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
It is unknown at this time if the device will be returned and evaluated. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(6).

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of false occlusion alarm was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A service history review revealed that the device has not been sent into service for the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4)